Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens with a diopter of -8.0 was implanted into the patient's eye. The lens was removed and a smaller length lens was implanted.

Manufacturer narrative:
A4-a6:unk. H6: work order search: 2 similar complaints within associated lots were found: claim: (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -8.0 into the patient's eye on (B)(6) 2023. The lens was removed on (B)(6) 2023. The same day a replacement lens of a shorter length was implanted. Surgeon states patient, "she is doing great - 20/15. Vault 550um from ~ 1mm". Claim # (B)(4).